Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm hal software error detected. Customer's blood glucose at time of incident was 15mmol/l. Customer stated that error occurred when trying to do a bolus. Customer was advised that there is no drops or knocks to the device. Customer was advised to revert to backup plan of injections and we will send pump replacement.

Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 54 was noted during testing. The pump was returned for pump error 25. No pump error 25 alarms were noted on the detailed trace/long trace downloads. The power management tool confirmed the unloaded voltage and loaded voltage were within specification. The pump was received with minor scratches on the lcd window and case.